Event description:
It was reported through a voluntary medwatch form that the patient's dual chamber aveir leadless pacemaker was not synching appropriately. It was noted that some electromagnetic interference may have been the cause. Programming changes were implemented but they were unsuccessful. There were no reported adverse patient consequences.